Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and updated evaluation codes. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in serialized exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the non-serialized exhaust tube and the inlet tube of the pump. Surface abrasion was noted on all tubes of the pump and on the strain relief of both exhaust tubes. No functional abnormalities were noted with the pump or cylinder 1. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4857353. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to cut in tubing.

Event description:
Additional information received indicated mechanical malfunction, difficulty completely inflating device - associated pain. The physician connected an irrigation solution to the device and began to pump. There was obvious flow of fluid going back to him. He followed down the tubing and there was a breach in the system between the right cylinder and the pump.

Manufacturer narrative:
This follow-up MDR is created to document the returned device and the additional event information received. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.